Event description:
It was reported that a spectrum pump falsely detected a loaded set. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. A failed upstream sensor was found through subsequent evaluation of the pump, which is a known contributor to the symptom. The failed upstream sensor was replaced.